Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable high elecsys toxo igg immunoassay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's elecsys toxo igg results were reported outside the laboratory. After a previous treatment with immunoglobulins, the patient's physician questioned the high toxo igg results from the sample collected on (B)(6) 2021. The customer performed repeat testing with the patient's sample. Also, the patient's sample was sent to two different laboratories for further testing. On (B)(6) 2021, the patient had a new sample collected. It was requested but not provided if the toxo igg result was questioned by the physician. Refer to the attachment on the medwatch for all patient data.

Event description:
The initial reporter received questionable high elecsys toxo igg immunoassay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient's elecsys toxo igg results were reported outside the laboratory. After a previous treatment with immunoglobulins, the patient's physician questioned the high toxo igg results from the sample collected on (B)(6) 2021. The customer performed repeat testing with the patient's sample. Also, the patient's sample was sent to two different laboratories for further testing. On (B)(6) 2021, the patient had a new sample collected. It was requested but not provided if the toxo igg result was questioned by the physician. Refer to the attachment on the medwatch for all patient data.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Clarification was received for terms "anti-sm" and "fam" mentioned in supplemental report 1823260-2021-03404-01. "Anti-sm" stands for antibodies to the smith antigen and "fam" should be "fan" which stands for antinuclear factor. This test is used as a screening test for the presence of autoantibodies in cases of suspected autoimmune diseases. It was noted that the patient took several medications (immunoglobulins and gamma globulins) in high doses from different manufacturers while she was hospitalized. The specific medications were not provided. Section d4, expiration date was updated. Calibration signals from (B)(6)-2021 and (B)(6)2021 were within the expected ranges. The qc data provided from (B)(6), (B)(6) and (B)(6) 2021 were within the specified ranges. The investigation determined the event was consistent with the patient being administered a pharmaceutical drug containing immune globulins. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The patient's toxo igg result from (B)(6)2021 was reported outside the laboratory. Updated medwatch fields: b6 - relevant test/laboratory data and b7 - other relevant history.